Event description:
Reportedly, when the programmer was booted, it showed a black screen. The programmer was booted before sending to customer in order to print the 2.54 ticket. However, without this intervention, it would have been sent in to hospital or cardiologist to be used with patients. The programmer was returned for analysis.

Manufacturer narrative:
Preliminary analysis confirmed the reported issue. The subject programmer will be returned to manufacturer for further analysis.

Event description:
Reportedly, when the programmer was booted, it showed a black screen. The programmer was booted before sending to customer in order to print the 2.54 ticket. However, without this intervention, it would have been sent in to hospital or cardiologist to be used with patients. The programmer was returned for analysis.

Event description:
Reportedly, when the programmer was booted, it showed a black screen. The programmer was booted before sending to customer in order to print the 2.54 ticket. However, without this intervention, it would have been sent in to hospital or cardiologist to be used with patients. The programmer was returned for analysis.